Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is user error; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that the a quantity two ar-3680 fibertak buttons pulled out. The surgeon drilled to the proper line, set fine, passed first fine, set fine and the button pulled out on the second pass. The devices did not break into discrete pieces. The case was completed by using a metal button. See source data attached.